Event description:
The customer reported that the device would not defibrillate. This was found during servicing and there was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device would not defibrillate. This was found during servicing and there was no report of pt involvement. Philips evaluated the device and verified the reported symptom. The therapy pca was replaced to resolve the issue.